Event description:
It was reported that there was an observation that several consulta devices are not lasting as long as expected. The caller did not have any specific serial numbers or patient information; therefore it is unknown if there were any patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).